Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the power module pt cable is twisted and kinked.

Manufacturer narrative:
The power module (pm) pt cable was returned to the MFR for eval. The eval of the returned pm pt cable confirmed the report of damage sustained to the pt cable assembly. Visual inspection revealed damage at multiple locations on the black power lead, consistent to crushing/pinching and including punctures consistent to animal bites. Further examination of pm pt cable revealed a broken strain relief and damage to the outer jacket with exposed internal conductors in the black power lead. The damage on the black power lead caused the internal conductors to short, which could result in the multiple alarms, system shutdown, and pump stops. No further info is available. The MFR is closing its file on this event.